Event description:
It was reported that the end user sought medical attention on (B)(6) 2017 at 7:00 pm after receiving high blood glucose readings from his prodigy diabetes glucose meter. The end user was feeling weak and drowsy and visited the ER. The caller refused to provide any further pertinent information in regards to this medical event.